Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was intended to be used during a renal denervation procedure to treat a lesion in the ostium renal artery. A femoral approach was used. There was no damage noted to packaging, and no issues removing the device from the packaging as per IFU. The device was inspected and prepped per IFU with no issues. It was reported that resistance was experienced during use, whilst inserting the device through a 6f non-medtronic introducer sheath. The device was not excessively torqued. Resistance was also felt when maneuvering for engagement of the renal artery. Excessive force was not used. The physician removed the guide catheter after the first attempt and noted that there was damage to the distal portion of the device. It was also noted that there was debris outside of the introducer sheath. The device was only attempted to be used once. It is stated that the device was not re-sterilized. Aspiration was not performed in the procedure. The physican exchanged the sherpa device with a 5f non-medtronic pigtail catheter for an aortogram. A 6f sa6rdnd1k sherpa guide catheter was then introduced and the physician felt resistance during insertion. At this point the physician decided to change to a 7f introducer sheath. The physician continued with the 6f rdnd1 device, and that was exchanged afterwards with a 6f ima to engage the renal artery. The procedure was continued with a spyral catheter insertion until it was completed. No patient injury reported. Devices are stored in a secured, locked room close to the cath lab away from any light source and chemicals. The guide catheter was not wiped at any stage.

Manufacturer narrative:
Image review: product received match the photos provided. Product analysis summary: the analysis revealed damage to one of the segments of the catheter distal end. The damage consisted of delamination of the material covering the braid, resulting in exposing the braid of the distal shaft. Actual physical measurement of the returned 6f sherpa tip inner diameter 0.70¿, outer diameters: shaft .0822¿, segments 0.083¿, over sleeve .0862¿ and tip .0818¿ met specifications. The proximal segment and the distal tip over sleeve were undamaged. Also received was a bloody 6f non-medtronic introducer sheath, no damage was noted the sheath. A tiny piece of likely the dislodged segment material was detected on the outside surface of the hub of the sheath. Introducer sheath inner measurement taken on the sheath 0.084¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.